Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for an unspecified reason. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of this device was at elective replacement indicator (eri). Using device programming and therapy history to determine the minimum expected longevity for this ICD, we confirmed that the device fell short of originally labeled longevity expectations.